Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer; however, no response was received. Consequently, no further details were available for assessment. No cause of death was reported, and there were no allegations indicating device malfunction, misuse, or contribution to the event. Based on the information available, the investigation was unable to identify any device-related involvement in the reported event. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device confirms the problem has not been reported again for this device.

Event description:
Philips received a complaint on an avalon cableless ECG/iup transducer indicating that there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.